Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint" do not require an engineering evaluation. The most likely cause is patient factors, including diabetes mellitus (dm), chronic kidney disease (ckd), dyslipidemia. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted for 7 years and 3 months underwent valve-in-valve procedure due to moderate calcification with severe stenosis. The patient present with symptomatic anemia and hemolysis. Tavr was successfully performed with a 23mm sapien 3 ultra. The patient was transferred in stable condition to the cvicu and discharged home on pod #2.

Event description:
It was reported that this patient with a 23mm 3300tfx aortic valve, implanted for 7 years and 3 months, is being evaluated for a transcatheter valve replacement due to unknown reasons. Tavr is planned but has not been scheduled yet.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.